Event description:
It was reported that the patient's left t12 lead had high impedances after a fall. Surgical intervention may occur.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 7868066.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-02576. Additional information received indicates that the lead was explanted and replaced with no complications.